Manufacturer narrative:
Analysis confirmed the customer comment that atrial output was unable to be accurately modified, when the device was powered up on the bench the display showed the atrial output bouncing between settings when the atrial knob was being adjusted and it was attributed to the main printed circuit board (pcb) being contaminated. It was further noted that the upper case, display frame, four display frame grommets, four display frame shoulder screws, keypad, three case screws and six main pcb screws were contaminated, the main seal was missing, the battery wires were pinched but not compromised and contaminated and the display wires and flex were contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial output dial on the external pulse generator would not change the settings. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event.